Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire break. Block h11: (investigation result). The returned stonetome was analyzed, and a visual and microscopic evaluation noted that the working length was twisted and was torn at distal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was twisted. Based on the condition of the device, the problem could have been caused after multiple attempts to rotate the device or during the introduction of the device into the scope. Additionally, the torn at the distal pierce hole could have been caused by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope can lead to tear. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the vater papilla during a papillotomy procedure performed on (B)(6) 2025. During the procedure, the knife became separated in the middle of the papillotomy. The procedure was completed using another device of the same type. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the vater papilla during a papillotomy procedure performed on (B)(6) 2025. During the procedure, the knife became separated in the middle of the papillotomy. The procedure was completed using another device of the same type. No patient complications were reported as a result of this event.